Manufacturer narrative:
Physio-control replaced both the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio later determined that the cause of the reported issue was the ui pcb assembly; however, component level cause could not be determined. The removed sc pcb assembly was an ancillary part and there was no failure of the assembly.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device's display was locked up with a white display. As a result, defibrillation was not possible. There was no patient use associated with the reported event.